Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a power on reset (por). In addition, it was noted that during a ventricular fibrillation (vf) episode, the right ventricular (rv) lead experienced low high-voltage impedance of less than 20 ohms and the delivered shock was 5.4 joules after a storage of 35 joules. A replacement procedure is planned for the device and rv lead. No further patient complications have been reported as a result of this event.